Event description:
It was reported that the staples were crossing during a laparoscopic cholecystectomy. A cholangiogram was performed. It is unknown how the case was completed. There was no reported patient consequence.